Event description:
It was reported that the lever is broken. No additional information regarding a specific failure mode was provided. The problem was noticed after the surgery. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the lever is broken. The reported event was confirmed. The service evaluation revealed a broken door lever at the inflow side as well as damages at the front panel. Furthermore, both inflow and outflow motor are worn out. The condition of the device is consistent with questionable user handling and normal wear with use.